Event description:
While performing an angiogram, the physician attempted to place a stent in the splenic artery. He was unable to get accurate placement; therefore, he removed the catheter with the stent undeployed. He experienced difficulty pulling the catheter out and once the catheter was out, he noticed the catheter, where it attaches to the stent, was broken. Nothing was left in the body.